Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
The der states that high ion levels from metals is with asr hip. No additional patient demographics available. Put original surgery at (B)(6) hospital in (B)(6) but not sure of exact date.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: added: description of event or problem, other relevant history and evaluation codes (patient and device code).

Event description:
After review of asr medical records, the patient was revised due to failed rha and elevated metal ions. Operative note reported a large amount of synovial fluid in the capsule, there was hypertrophic synovium, scar tissue were removed, there was a black debris consistent with metal debris at the head to trunnion and there were small scratches on the head. In the acetabulum a several large cyst and was dark gray in color. There were small areas of bone loss. No lab result provided for elevated metal ions.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what was previously alleged, litigation alleges popping or cracking sensation, injury, fatigue, bone loss, osteoporosis, pain and emotional distress. Doi: (B)(6) 2008; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.